Event description:
A customer reported an issue with pump touchscreen responsiveness, where it would intermittently freeze and not respond to input, though the screen was not cracked or shattered. Customer's blood glucose level was 378 mg/dl. Customer continued to use the pump for insulin therapy.